Event description:
The laser was being used in conjunction with a 272 micron reusable fiber to break-up a stone in the kidney. While the laser was active, the distal tip of the laser fiber broke near the point where the protective fiber cladding had been stripped from the distal tip of the fiber. The exact length of the fiber tip that broke was not determined, but could be estimated around 2-3mm. Attempt was made to retrieve the fiber tip, but was unsuccessful.